Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to recurring incontinence and urethral atrophy. No patient complications have been reported post operation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of atrophy and incontinence, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review was performed and according to the aus instruction for use document, urinary incontinence is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation atrophy and incontinence cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. The cause of the urinary incontinence and atrophy were not established by physician, although urinary incontinence is included in the labeling documentation provided for the aus device as adverse events of implant surgical procedure of device. Atrophy is included in the hazard analysis document, although the appropriate hazardous situation could not be identified with the limited information. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to recurring incontinence and urethral atrophy. No patient complications have been reported post operation.